Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported that the device had been in use with a patient for 24 hours when the cuff was found to be leaking. According to the reporter, the patient was brought to the emergency room for an emergent tracheostomy tube change. No permanent adverse effects to patient reported.